Manufacturer narrative:
A further clinical review was performed and identified this event to be MFR reportable pursuant to 21 cfr part 803. A lot history review could not be performed as the lot number was not provided. The device was returned. The investigation is confirmed for a leak due to a partial circumferential outer shaft break. The edges of the outer catheter break were jagged and stretched, possibly indicating that excessive force was used. Therefore, it is possible that procedural issues contributed to the event. However, the definitive root cause could not be determined based upon the available info. Leak and break are adequately addressed in the current IFU.

Event description:
It was reported that the pta balloon catheter was leaking during the first inflation (atm unk) in the axillary vein. There was no reported retraction difficulty through the sheath. Another balloon was used to complete the procedure. There was no reported pt injury.